Manufacturer narrative:
Device manufacture date: a product deficiency was identified. The investigation demonstrated conclusively that only cell-dyn emerald cleaner lot 4349 was affected. The root cause is the vendor (B)(4).

Event description:
Abbott identified occurrences where the cell-dyn emerald analyzer generated out of range low red blood cell (rbc) or low rbc and platelet (plt) parameters on multiple levels of quality controls (qc) when using cell-dyn emerald cleaner, lot number 4349. Not all abbott customers were experiencing this issue. When this issue occurs, following the qc guidelines in the operator's manual, changing the lot of cell-dyn emerald cleaner and cleaning the analyzer have resolved the issue. On march 4, 2011, abbott issued a product recall letter to all abbott cell-dyn emerald customers who were shipped cell-dyn emerald cleaner lot #4349. There were no adverse events related to this issue.

Manufacturer narrative:
(B)(4). The cause of cell-dyn emerald out of range low rbc or low rbc and plt parameters on multiple levels of quality controls is due to the cell-dyn emerald cleaner, lot #4349. A product recall was issued to abbott customers who were shipped this lot of cleaner with instructions to destroy any remaining inventory of lot #4349 and arrange for replacement of lot #4349.